Event description:
Caller reported damage to pump housing and usb port, which affected ability to charge the pump and caused it to shut down. Blood glucose level did not exceed dangerous levels, staying below 500 mg/dl. Customer was advised to use multiple daily injections as a backup therapy and will receive a replacement pump.